Event description:
The customer stated that the architect analyzer has been generating discrepant patient results for the urea nitrogen and the phenytoin assays. One patient sample generated a falsely decreased result for the urea nitrogen assay (initial result of less than 2 mg/dl, repeated at 15 mg/dl) and a falsely elevated phenytoin result of more than 40 ug/ml that was repeated at 19.3 ug/ml. Quality controls were within the expected ranges. None of the discrepant results were reported out of the lab, and there was no impact to patient management reported.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Evaluation, results ((B)(4) other: pump bellows) an investigation was conducted in response to the complaint. The field service observed bubbles or foam in the probe wash cup and replaced the poppet valve and bellows to resolve the issue. The architect system operations manual lists the probable causes and corrective actions for erratic results and/or poor precision. No adverse trends were identified related to this issue and no subsequent complaints for erratic results have been documented against c8000 (B)(4). The issue was resolved by replacing the poppet valve and bellows. This is a final report.